Event description:
A healthcare professional at an inpatient user facility has reported that a peritoneal dialysis pt noticed dialysis effluent leaking at the pt connection while in treatment. It was reported that the pt contracted peritonitis. Pt was treated with antibiotics, but has suffered no other known ill effects. There is no sample available for eval.

Manufacturer narrative:
(B)(6). A batch record review was also conducted and confirmed there were no deviations or nonconformances during the mfg process. Product labeling, material, and process controls were within spec.